Event description:
On (B)(6) 2012, it was reported that the vns patient had passed away on (B)(6) 2012 due to a possible accidental overdose. It was reported that an autopsy was being performed on the patient but has not been completed. They were waiting on the toxicology report and a few other reports to confirm the cause of death. The generator and lead had been explanted from the patient and were being sent to the manufacturer for product analysis. The explanted generator and lead were returned for product analysis on (B)(6) 2012. The patient's autopsy report was requested and they stated that when it was completed it would be provided to the manufacturer. Product analysis on the leads was completed on (B)(4) 2012. A large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. What appeared to be remnants of dried body fluids were observed inside the inner silicone tubes in some areas. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Product analysis on the generator is still underway and has not yet been completed. Good faith attempts were made to the patient's physician but they did not have a lot of information. They stated that even the date of death is estimated and they are not sure of the cause of death yet. The physician's assistant stated that once they receive a copy of the death certificate and autopsy they will provide it to the manufacturer.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found.